Event description:
It was reported a patient experienced turbid liquid, abdominal pain and vomiting coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was treated with cefacidal (route, dose and frequency not reported) and gentamicin (route, dose and frequency not reported). The cause of the symptoms was not reported. It was reported on an unknown date, the patient was hospitalized for the event. At the time of this report, the outcome of the symptoms was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.